Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found that due to wear of the angle wire, bending angle in up direction did not meet the standard value. The light-guide lens and control unit had discoloration. The suction-cylinder was shaved. The adhesive on the distal end had a chip. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. In addition, the plastic distal end cover, the scope-connector, the scope connector cover unit, the lock engagement lever, the free/engage knob, the up/down - right/left knob, the switch box, the scope-cover, the universal cord, the grip, and the control unit were all scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera elite small intestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the nozzle has foreign objects, plastic end distal cover has foreign objects, and distal end has foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. Olympus will continue to monitor field performance for this device.